Event description:
During a patient follow up visit, noise was found on the boston scientific right ventricular (rv) recall lead that causes non-sustained rv over-sensing. The lead was explanted and replaced on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).